Event description:
Physician was performing angioplasty on popliteal artery through the sheath using the up-and-over technique. Entry into the groin was difficult as there was scarring and calcification present. Advancement was difficult at first but became easier once the sheath was in. During removal of the sheath ti separated and the patient had to be taken to the or to have the separated segment of the sheath removed.